Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl and ketones were present. Contact administered manual insulin injections to address bg. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketones as being dangerous. Intravenous insulin/fluids were administered. Elevated bg/ketones were resolved; there was no permanent damage. Contact did not provide the discharge date. Contact alleged there was a pump issue and was cause of elevated bg. During review of pump history with tandem technical support, no bolus history was observed for the report date. Upon follow up, tandem clinical diabetes specialist reviewed pump data and found bolus entries were missing. However, customer reported to have always delivered a meal bolus and a family member assisted with the carbohydrate calculations. Customer reverted to using manual injections for insulin therapy.